Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alarmed for unexpected restart. Customer performed troubleshoot for unexpected restart but insulin pump alarmed again. Customer advised to monitor the issue and call back if issue occurred again. Customer¿s blood glucose was 119mg/dl. Insulin pump will be return for analysis.

Manufacturer narrative:
Device passed unexpected restart error test, displacement test and rewind test. No unexpected restart error noted. No scrolling numbers display anomaly noted.